Event description:
Chemical burn on her tongue [chemical burn of oral cavity]. Mouth blistering [blistering of mouth]. Mouth rash [rash mouth]. Mouth burning [burning mouth]. Red mouth [oral redness]. Tongue red [tongue redness]. Product complaint [product complaint]. Case description: this case was reported by a consumer and described the occurrence of blister of mouth in a (B)(6) female patient who received double salt denture cleanser (polident overnight denture cleanser tablets) tablet for denture wearer. On an unknown date, the patient started polident overnight denture cleanser tablets. On (B)(6) 2015, an unknown time after starting polident overnight denture cleanser tablets, the patient experienced blistering of mouth, rash mouth, burning mouth, oral redness and tongue redness. On an unknown date, the patient experienced product complaint. Polident overnight denture cleanser tablets was discontinued (dechallenge was negative). On an unknown date, the outcome of the blistering of mouth, rash mouth, burning mouth, oral redness and tongue redness were not recovered/not resolved and the outcome of the product complaint was unknown.

Manufacturer narrative:
The reporter considered the blistering of mouth, rash mouth, oral redness and tongue redness to be related to polident overnight denture cleanser tablets. Additional details: on (B)(6) 2015, the consumer reported she has been using polident overnight whitening tablets for a year and a half, and she started using the tablets of this particular box about 5 to 6 days ago, and the symptoms appeared yesterday ((B)(6) 2015). The events are still ongoing. A product complaint is also reported as the consumer thinks that there must be something with this particular box that has caused the reported events. Adverse event (ae) revision note received on 26 may 2015. Consumer reported when using polident overnight whitening that she had a chemical burn on her tongue which she further explained that if felt like a chemical burn. The consumer described her use of polident overnight whitening for over a year and never had any issues. She was using fixodent but feels there was something with the particular lot. The reporter considered the chemical burn of oral cavity to be related to polident overnight denture cleanser tablets.